Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a 7" smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile where it was reported there were kits with issues keeping pressure. The clinical team found they had kinks in the extension tubing. This allowed air to siphon into the line which depressurized the IV line. It is unknown if the kink was around the clamp or elsewhere in the tubing. The status of the product at the time of event was upon opening of package and started IV on the patient in pre-op. There was patient involvement, occurred during patient care. There was no adverse event and no delay in therapy.

Manufacturer narrative:
The reported complaint of a kink in the tubing could not be confirmed from the photo provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.